Event description:
It was reported the customer's numbers would not register and their buttons became unresponsive during bolus deliveries. It was also found the customer's act button would not respond when they inserted a new reservoir. Customer's blood glucose was 6.6 mmol/l. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, a missing end cap sticker and broken belt clip slot.